Manufacturer narrative:
Lead: model 3093-28, lot# v797202, implanted: 2011 (B)(6), explanted: 2012 (B)(6). Programmer: model 3037, serial# (B)(4).

Event description:
It was reported that the patient developed an infection approximately two weeks after implant. A culture was positive for serratia, and the patient was treated with appropriate antibiotics. For subsequent events, patient outcome, and product analysis, see MFR. Rep. # 3004209178-2012-01256.